Event description:
It was reported that prior to an unk procedure the device was over impedance specification. It was a device for demonstration.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. During functional testing the impedance value was noted to be within specifications. The handpiece was disassembled, and a torn acoustic isolator was found. The reported event could not be confirmed. A batch record review was performed and no anomalies were found during the mfg process.